Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced low blood glucose (bg) of 53 mg/dl following a meal announcement. The user¿s caregiver wanted to confirm that insulin delivery had been paused, which was verified by the agent. The user treated the low with orange juice. At follow-up 90 minutes later, bg was 145 mg/dl. No medical intervention was required.